Event description:
It was reported that the patient complaint about ams 700 lgx preconnected inflatable penile prosthesis due to a pump placement, cylinder migration and tubing exit. The preconnected pump and cylinders were removed and replaced with a new ams 700 cx ms pump. The reservoir was checked to ensure 100 cc saline, redilated, and remeasured. The patient is doing well post procedure.